Event description:
Rn gathered her supplies to access the patient for his treatment. When the rn took off the white end cap from the end tubing of the huber needle, she noted a tiny piece of white on the inside of the end tubing. She turned the end of the tubing over and the tiny white piece came out, it felt hard to the touch, questioning if it was a piece of plastic. When examining the white end cap, it looked like it had a small divit on it, like it was missing a piece of plastic. These items were set aside, not used for port access. Huber needle, end cap, and packaging given to rn manager. A different huber needle obtained, no issues noted with it and was used to access the patient's port for treatment. No patient harm. Bard safestep, 20g 1 inch huber.